Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product - biolox delta ceramic femoral head, catalog#: 00877503202, lot#: 2795891. Trilogy bone screw, catalog#: 00625006535, lot#: 63116704. Trilogy bone screw, catalog#: 00625006520, lot#: 63187339. Shell porous with cluster hole, catalog#: 00620005022, lot#: 62884666. Femoral stem 12/24 neck taper, catalog#: 00771101120, lot#: 63042501. Reported event was confirmed by review of medical records. The condition of the liner could not be accurately assessed from the image provided. No devices were returned for further evaluation as the explanted devices were scrapped. Operative notes for procedure performed on (B)(6) 2015 were reviewed. It is noted that patient morbid obesity caused some delay and added complexity to the procedure. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.